Manufacturer narrative:
Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction, etc. The root cause could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a patient interface lost suction during a procedure. Additional information requested.